Event description:
The user facility reported that approximately two hours following removal of a polyp during a therapeutic colonoscopy, the pt complained of pain. A cat scan was performed, and the pt was diagnosed with a microperforation in the cecum, at the same site where a polyp was excised. The users reported that a laparoscopic surgical procedure was performed to correct the perforation. The pt was hospitalized for three days and was then discharged. The pt was reported to be fine upon release.

Manufacturer narrative:
Upon further investigation, the user facility reported that the concomitant devices used were not implicated in this event. The users reported to have had a contract biomedical service provider evaluate the electrosurgical unit following the procedure, who reported that the energy output was approx 3% lower than expected. The device referenced in this report was returned to olympus for eval. The device was tested and operated appropriately. The cause of the pt's outcome cannot be conclusively determined. The device was forwarded to the original equipment MFR for further eval. If significant add'l info becomes available, a supplemental medical device report will be provided. This report is being submitted as a medical device report in an abundance of caution.